Manufacturer narrative:
Product complaint # (B)(4). Corrected d4 (expiration date): no expiration date to be reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The guides post op images seem to have put the tibial cuts into varus, as this seemed to be consistent challenge he wanted to give feedback wondered if could be any learnings as strange for all to be following same pattern and he feeds back that he felt the tibial guide fit was solid on each. If easier to give me a call be great to discuss as I need to feed back to him next week ideally.